Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000165948. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during trial lead explant on (B)(6) 2025, the lead site started bleeding. As a result, the pressure was applied to the site and the patient was sent to the hospital. Bleeding stopped before the patient made it to the hospital. It is unknown which lead caused the issue.